Event description:
A customer observed negatively biased valp qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt samples were tested. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the precision of the system exceeded field troubleshooting guidelines. Field service replaced the photometer lamp and performed adjustments to the incubator. Following the service actions, acceptable precision test and qc results were obtained. The root cause of this event is instrument- related.